Event description:
The customer reported that insulin was leaking into the reservoir compartment. The customer stated that the reservoir's plunger was hard to remove at times, and struggles with the reservoir stopper while the reservoir is full of insulin. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.